Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's flow had decreased from 2.5 liters per minute (lpm) at 5400 revolutions per minute (rpm) the week prior to 2.0 lpm at 6200 rpm with the aortic valve open every time. A contrast computed tomography (CT) scan on (B)(6) 2024 showed no extrinsic outflow graft obstruction (eogo). The patient's cardiac function had recovered, with ejection fraction (ef) returning to 40 percent, however the doctor believed that heartmate3 weaning would be difficult. The clinic wanted to rule out pump thrombosis, so log files were submitted with a request to check pump noise. Log files captured low flow alarm events on 09dec2024, and the date did not contain attributes that would lead to suspicion of thrombus within the motor chamber however the presence of thrombus in the circulatory loop was unable to be ruled out. The low flows appeared to be a patient related issue. On (B)(6) 2024 it was reported that a CT was performed which ruled out outflow graft stenosis and pump thrombosis, however there was still a low flow rate of 1.6 to 2 lpm at 5900 to 6200 rpm and 4 to 4.4 watts. It was noted that low flow software 2.0 was in use. It was additionally reported that the patient had their pump replaced due to a "pump infection" (candida spp.). The pump and system controller would return. The pump exchange was performed due to not only infection, but also a noticeable decrease in pump flow with frequent low flow alarms. Typically, this would be accompanied by decrease in pump output, however pump output remained the same or had even increased. This 'anomaly' was one of the reasons for the replacement. Upon removal of the pump, what appeared to be an intimal layer in the inflow cannula was observed to be obstructing the pump flow. It was suspected that the intimal layer formed due to the orientation of the inflow cannula. There was significant remodeling of the patient's heart, the inflow position seemed to be pointing towards the septum and the patient was unable to voice whether they were symptomatic or not due to an underlying medical condition. Additionally, there were thrombi found inside the pump, and it was unclear whether these thrombi formed gradually of were aspirated from the left ventricle. The site had a concern for obstruction. It was additionally reported that positive blood culture was detected on (B)(6) 2024. The patient was diagnosed with candida parapsilosis, ambisome was administered as an antifungal drug, however the patient had to be switched to micafungin midway due to a suspected drug allergy. It was additionally reported that review of the available log files found that the system controller was exchanged from serial number (B)(6) to serial number (B)(6) on (B)(6) 2024. A specific reason for the exchange was unable to be conclusively determined at this time.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the system controller was exchanged due to a suspected controller malfunction.

Manufacturer narrative:
Section d4: model/catalog number corrected manufacturer's investigation conclusion: the reported event of a system controller exchange was confirmed. The submitted controller event log file from (B)(6), was reviewed and spanned approximately 7 hours ((B)(6) 2024 11:40:41 ¿ (B)(6) 2024 18:06:27 per the timestamps). The controller had a low flow alarm threshold of 2.0 liters per minute (lpm). Flow ranged from 1.7-2.1 lpm with intermittent low flow alarms. At the end of the log file, a low flow alarm lasting over 2 hours remained active. There were no other notable alarms active in the log file. The retrieved lvad event log file was reviewed and spanned approximately 7 days of events were captured ((B)(6) 2024 ¿ (B)(6) 2024 per the timestamps). A pump reset was captured on (B)(6) 2024 that was consistent with a controller exchange. There were no atypical lvad faults. The system controller, serial number (B)(6), was not returned for analysis. The provided information stated that the controller was exchanged due to a suspected malfunction following low flows. Additional information provided stated that it seemed there was no actual malfunction. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5- ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. The heartmate 3 patient handbook, section 2 ¿how your heart pump works¿ states ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the system controller was replaced due to a suspected malfunction however there was no actual malfunction.